Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) was confirmed due to the white and orange pulse wires being pinched on the ECG ¿c&d¿ cable. The electrode belt¿s ECG electrodes were non-functional. The root cause for the pinched wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient was experiencing add gel/replace belt messages.